Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was not recalibrated and the mean was not changed. Accurate readings were observed under the manufacturer's patient care network database.